Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead exhibited high and variable thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.